Manufacturer narrative:
A review of the information available was performed by the post market surveillance department. A large intra-peritoneal drain 3 occured following fill 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. A supplemental medwatch report will be submitted upon completion of the device investigation.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support requesting a replacement cycler. She stated that she felt as if the cycler was not draining her properly. A replacement cycler was provided. Upon review of the treatment data, a large drain 3 volume occured on (B)(6) 2014. Treatment data provided below: drain 0: ml: fill 1: 1999 ml drain 1: 1473 ml; fill 2: 1999 ml drain 2: 1587 ml; fill 3: 1999 ml drain 3: 3791 ml; fill 4: 201 ml. Upon follow up contact with the patient's peritoneal dialysis rn (pdrn), she confirmed that the patient did have a large drain volume. She added that there was no serious injury or need for medical intervention as a result of this event. The patient continues with the ccpd program. The reported drain volume of 3791 ml was 190% over the expected drain volume which resulted in a reportable device malfunction.